Event description:
It was reported that a malfunction alarm occurred during a pump update. There was no customer involvement as this pump was being updated prior to sending out.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.